Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. This was the third or fourth time the insulin pump had a delivery anomaly. His blood glucose level dropped from 282 mg/dl to 65 mg/dl in about two and a half hours. The insulin pump had over delivered. The insulin pump stopped pumping insulin when the reservoir got down to about 20 units of insulin. He believed the delivery anomaly was due to his unexplainably high blood glucose level and then very low blood glucose level. Customer's current blood glucose level was 241 mg/dl. The insulin pump alarmed low reservoir twice and no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.